Event description:
Customer called to report set is falling part at the connector. Separation occurred at the connector above injection site. Pt lost some blood, customer not sure exact quantity. No pt injury has been reported at this time. No additional pt information is available at this time.